Event description:
During a wedge resection procedure, the staples did not form properly. The surgeon applied suture to complete without patient injury.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.